Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2013. The patient was diagnosed with aseptic loosening, synovitis, and hypertrophic scar. As a result, the patient underwent revision surgery on (B)(6) 2014. Upon information and belief, the loose components were due to premature polyethylene wear of the tibial insert. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.